Manufacturer narrative:
G4: 27oct2020. B4: 19jan2021. Per biomed, the fan filter is dirty and was replaced. The unit was tested per instructions. There were no issues discovered and no repair completed. After reviewing this case, it was determined that this case was reported in error. This complaint is identified as a user error¿the unit function as design. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:27oct2020. B4:26apr2021. H11 the customer reported that the unit was in use on patient. There's no patient harm or delay in therapy and no medical intervention reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22oct2020.

Event description:
The biomed is reporting the v60 logged a diagnostic code blower temperature high error. The customer contacted product support and reported that they checked both the air cooling fan and air inlet filter. Product support advised the customer that the recommended repair is the v60 blower assembly. The customer has advised to close the case. The customer reported that the unit was not in use on a patient.